Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 38-no motor movement or negligible movement. Retries to free a stuck motor failed., pump error 42-drive count error boundaries exceeded after movement. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. Customer was able to clear the error and successfully complete fill cannula delivery test. Error table indicated that pump requires replacement. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
Unit passed displacement test, prime/seating, basic occlusion test, and force sensor test. Unit was successfully downloaded using thump software. On adapt, pump error 38 was recorded on (B)(6) 2024 04:01:31.000 and (B)(6) 202404:08:13.000. Pump error 42 was recorded on (B)(6) 2024 02:58:13.000. Pump was cut open to perform a visual inspection and found no moisture or physical damage to electronic or motor assembly. Test p-cap locked in place properly during testing. The following damages were noted: pillowing keypad overlay and scratched case in summary, customer concern for pump error 37 confirmed, isolate to motor assembly. Pump error 42 not confirmed, however alert was noted in download history review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.